Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that during a perineal suture after childbirth, when placing the 3/0 rapid thread on the needle holder, the thread immediately disengaged from the needle. Other threads from the same batch were tested and found to have the same defect. No patient consequences, it was used another box.

Manufacturer narrative:
Summary of investigation: there are previous complaints of the same code-batch regarding the same issue, closed as confirmed. We manufactured (B)(4) units of this code-batch. There are no units in our stock. We have received 51 closed samples and 2 open samples with the needle detached from the thread without pouch. To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -rotation test to the closed samples received, all threads break easily next to the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.